Manufacturer narrative:
This device was returned to mmdg for evaluation. Mmdg was not able to confirm through visual inspection or by adding water to the set. No leak was observed.

Event description:
The initial reporter stated that they had a set that leaked at the additive port of the IV bag. The initial reporter also stated that there was no patient involved. (B)(4).